Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device may have shorted and caused an event. Further information was not available at the time. No adverse patient effects were reported.